Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube flange and eyelet were torn. Tube was only used twice. Patient was involved. No adverse effects were reported.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: email is: (B)(6). One device sample was received in used condition without the original packaging. Per visual inspection, it was detected a cut in the flange/neck strap. The complaint was confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number. The cause for the condition was due to manufacturing. The complaint fault has been escalated to address a full root cause investigation for damaged flange/neck strap issues and is currently in the investigation phase.